Event description:
A nurse contacted baxter's product surveillance department to report a home patient encountering homechoice set cassette leaks during prime on 2 occasions. Reportedly, the home patient noticed moisture on the floor, upon closer examination of the setup the origin of the moisture wasnoted to be the cassette of the homechoice set. The customer ended the priming procedure early and setup with new supplies to perform therapy on both occasions. The incidents occurred during initial use of the homechoice sets, and no pets had access to any of the dialysis supplies prior to or during therapy. The nurse reported that no sharp utensils are used to assist in opening the carton and overpuches in which the homechoice sets are delivered. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.